Event description:
On (B)(6) 2017, a re-do mitral valve replacement was performed and a 27 mm epic mitral valve was implanted as a replacement for an unknown model/type prosthetic valve. The procedure was nine-hours long and per report, the patient died after the existing valve was removed and the 27 mm epic mitral valve was implanted. The patient's cardiac output could not be maintained after the patient arrested. The patient was unable to be revived and died.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.